Manufacturer narrative:
Updated field: medical device ¿ problem code (1). Device evaluation: two photographs were provided by the facility. The photographs were analyzed during the evaluation. The product was returned with the membrane completely unfolded. No sheath returned with the device. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The extender tubing was also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump, but did not pump normally, which lead to the membrane volume to not fully inflate to 90% of volume, and a catheter restriction alarm on the pump. The evaluation determined a catheter kink causing the reported problem, it is difficult to determine when or how this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Occupation: ccp, lp, cpbmt, perfusion supervisor. (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console kept indicating "check iab catheter". The console was switched out but the issue continued. The iab was then replaced with a new one and therapy continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.